Event description:
Device malfunction: recovery catheter resistance/enlargement. Time of malfunction: during procedure. Symptoms/ae: intervention required. It was reported that during the procedure in the mildly calcified, 90% stenosed, left internal carotid artery, when attempting to retrieve the rx accunet filter, the accunet 2 recovery catheter could not advance to the filter due to entanglement with a stent strut. The recovery catheter was removed from the anatomy and the shapeable tip recovery catheter was advanced successfully to retrieve the filter. There was no other patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned for evaluation. Reportedly, the lesion was mildly calcified and 90% stenosed. The physician noted that the recovery catheter ii was getting caught in a stent strut. Difficulty removing the filter basket can be affected by numerous factors including, but not limited to, patient's anatomical morphology, patient's disease state, device placement technique, accessory device support, and deployed stent geometry. The rx accunet 3-in-1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design is more flexible and is designed to deflect into place while advancing. It is to the discretion of the user based on preference and experience to use the recovering system that is appropriate for the procedure. In addition, the rx accunet instructions for use provide techniques that can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: have the patient rotate her/his neck from side-to-side. This motion may re-orient the carotid artery. Change the position of the guiding catheter or guiding sheath. The new position may either re-orient the entry of or give better support to the recovery catheter. If using the rx accunet recovery catheter (shapeable tip design), the tip shape of the recovery catheter can be shaped. If one shape does not pass through the stent, shape the catheter tip in another direction or modify the degree of angulation. If stent struts are impeding the advancement of the recovery catheter, post-dilate the stent. Insert a guide wire (buddy wire) to straighten the stented area. The incident appears to be related to the circumstances experienced during the procedure and operational context of the device. The event does not appear to be due to a product quality deficiency in either materials or workmanship. A review of the finished device lot history records did not reveal any non-conformities that could have contributed to the reported event.